Event description:
The customer received a low, out of range control result of 105mg/dl on the contour next meter. The meter did not automatically mark it as a control test, which will be displayed as a blood result when accessing the meter¿s memory. No adverse event was alleged. Control solution is to be returned for evaluation. New meter, strips and control were sent to the customer.

Manufacturer narrative:
See remedial action and correction/removal reporting number. This information was not provided in the initial report.